Event description:
Our affiliate is reporting to us that the pt had a successful and uneventful acl repair with the use of a rigidfix 3.3mm tibial cross pin kit for fixation sometime around (B)(6) 2010. At 6 weeks post-op presented uneventfully, however, 12 weeks out, the pt presented uncomfortably at the op-site. The surgeon was able to palpate one of the cross pins; the surgeon made an incision at the site and removed a fragment of the pin, approx 1/3rd of the pin. This procedure was completed successfully and the pt is doing fine

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.